Manufacturer narrative:
Abaxis technical support performed troubleshooting with the customer. The customer was advised to repeat qc; verify reagent/storage conditions and expiration dates; confirm environmental conditions were within specifications; and ensure proper specimen handling. Information regarding the patient¿s pre-existing conditions and/or current medications is unknown. A return material authorization (RMA) was requested to allow further evaluation of the instrument. The customer confirmed there was no patient impact and that the event did not contribute to patient injury or hospitalization. A follow-up report will be submitted upon completion of the investigation.

Event description:
A health care professional reported an unexpected high-test result on sodium (na+) and potassium (k+) using the piccolo xpress analyzer, serial number (B)(6), and the metlac 12 panel, lot 5434aa2. The patient was not treated. Error codes: chem na+ / na+ problem or question. Chem k+ / k+ problem or question.